Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient reporting low vault. The problem was resolved. As of the date of MDR reporting, the lens has not been returned for evaluation.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry and bent in lens case/vial with clear surgical residue/debris on the product. Visual inspection found that the haptic was torn and broken. Conclusion code: as per dfu, implantation of this lens model in an individual over the age of 45 years is contraindicated. (B)(4).